Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer passed away at the hospital on (B)(6) 2021. The customer was admitted to a hospital prior to the reported incident. The cause of death was dementia, cancer, and diabetes. The customer¿s blood glucose was unknown. The customer was not wearing the insulin pump at the time of death. The customer was not using sensors. The insulin pump was last worn on (B)(6) 2021, prior to passing. It is unknown whether the insulin pump will be returned for product analysis.